Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The ballast boost voltage was measured and found to be out of specification. The measurement was 0 volts. As a result, the bulb did not ignite. Further investigation revealed that the jaw was loose. The thermal switch was upgraded to a newer version. The root cause of the reported failure was traced to a defective ballast. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit had a defective ballast and no boost voltage. It was further reported that the bulb did not ignite, the unit had a loose jaw, and the thermal switch was upgraded.